Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent grafting procedure using prostyle devices. Pre-placement of the first prostyle suture at the 11 o'clock was successful. However, when attempting to pre-place the second prostyle suture at the 1 o'clock position, no suture was present when the plunger was withdrawn. The suture of a new prostyle suture was successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.